Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step for positive flow verify. The device was recalibrated to address the issue. Additional testing was performed following the device repair, and the device passed all final testing and was found to perform to specifications and as intended.